Event description:
Canon u.s.a., inc. Received a report of failure in image transfer and loss images when user photographed cxdi-70c wireless in wireless mode under the environment where wireless transmission works unstable.

Manufacturer narrative:
Canon inc. (B)(4) issued upgraded version 1.30 cxdi control software ne to address this issue.